Manufacturer narrative:
The technician found the brake casters need to be replaced due to normal wear and tear. The technician replaced all brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the brake would not hold. The bed was located in the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).